Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to get a device history record, as the serial number of the device is unavailable. Clinical assessment conluded: it has been reported that a male user, age 76, had his right receiver break at the connection between the wire and the receiver box for the second time. The hearing care provider checked the fit of the hearing aids after a replacement receiver was ordered, and confirmed that the fit is correct. No harm was done as a result of the incident. There is no mention that the broken receiver got stuck in the ear, or that it required removal. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hearing care professional if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. It has not been possible to do an investigation of the actual device, as the device was discarded and therefore not returned to the manufacturer. Risk assessment concluded: this is a known risk, considered in the risk analysis and deemed to be of an acceptable nature. Future occurrences of this failure mechanism will be monitored for. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2023 on 08feb2024 it was reported that a surefit3 has separated where the receiver box meets the wire. It happened as the receiver wire which had been chosen, was too short for his ear. A replacement receiver was ordered, after his ears were remeasured. It is unknown if the receiver broke while in his ear, there is no mention that anything got stuck or required removal from the ear. No harm or injury to the patient reported. The receiver was discarded after the incident, therefore the serial number is not available to the dispenser. No further information expected.